Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Access site adverse event/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient who experienced bleeding at the impella cp groin insertion site. The inserting provider was aware, and epinephrine/lidocaine was administered. Bleeding continued, and manual pressure was held for approximately one hour. Upon arrival to the unit, the site was redressed with clotting supplies and a fem-stop device was applied. Bleeding was reported to be controlled within two hours after fem-stop application. No additional information was provided.